Manufacturer narrative:
Approximately 18 inches of the external portion/distal end of the percutaneous lead (lead) that was replaced was returned for further evaluation. Removal of the percutaneous lead silicone sleeve revealed areas with shield breakdown; however, electrical continuity testing of the returned portion of lead did not reveal any discontinuities or shorts and all wires were found to be electrically intact. Examination of the underlying wires after the shielding and bionate were removed revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The explanted pump was returned assembled with the percutaneous lead (lead) cut approximately 7.5 inches from the pump housing. The severed portion of the lead was returned in two pieces, an 8.5 inch portion and a 24.5 inch portion. Electrical continuity and hipot testing performed on the 8.5 inch and 24.5 inch portions of the lead did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of lead did not reveal any discontinuities or shorts. After the shielding and bionate were removed, examination of the underlying wires revealed disruptions in the insulations of the black, yellow, orange and brown wires approximately 4 to 4.5 inches from the pump housing. The conductors of these wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. The disruptions in the wires would have interrupted pump function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would also have affected all three motor phases, and would have potentially interrupted pump function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years and 2 months. The replaced portion of the percutaneous lead and the explanted device were received for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient was attempting to change power sources from battery power to the power module and upon connecting the system controller to the power module, all the lights of the system controller illuminated and a continuous alarm tone was heard. The patient switched back to battery power which resolved the alarms. On (B)(6) 2016, the patient¿s historical system controller log file submitted to the manufacturer¿s technical services department for showed multiple pump stops, low speed and low flow alarms which appeared to have occurred while the system was connected to the power module. On (B)(6) 2016, it was reported that no further alarms had occurred since the patient had been switched to the ¿other patient cable¿; however, the x-ray of the abdomen showed a ¿narrow stenosis¿ at the proximal part of the percutaneous lead. The location of the suspected percutaneous lead fracture was approximately 12 cm from the metal connector. A request was made to the manufacturer to further evaluate the patient¿s percutaneous lead. On (B)(6) 2016, the pump stoppage events resumed and the patient complained of dizziness. The patient was issued an ungrounded patient cable for use with the power module. The submitted log file showed multiple pump stops, low speed operations and low flow alarms which occurred while the system was connected to the power module. These recorded events appeared consistent with a potential issue with the percutaneous lead. On (B)(6) 2016, the manufacturer¿s trained technical services representative performed an on-site evaluation of the patient¿s percutaneous lead and a suspect area was found approximately 13 inches from the distal end. Approximately 22 inches of the external portion of the percutaneous lead was replaced; however, a few hours after the repair, it was reported that pump stoppages occurred while the patient was placed on a regular (non-grounded) patient cable. The patient was switched back to an ungrounded patient cable pending a decision on the next steps for plan of care. On (B)(6) 2016, the patient received a pump exchange. The replaced (distal end) portion of the percutaneous lead and the explanted pump will be returned for evaluation. No further information was provided.